Manufacturer narrative:
As of 04/20/2021 aso has no received returned samples from consumer or lot info. However, aso reviewed records of biocompatibility tests with no issues noted.

Event description:
On the initial report received on 03/22/2021 consumer reported the product caused a reaction on her daughter. She stated the doctor told her it was an allergic reaction to the active ingredient, her daughter was prescribed antibiotic ointment 3 times a day for 5-7 days depending on healing.